Manufacturer narrative:
Young dental has not received any other complaints or notifications of an allergic reaction for this product.

Event description:
Patient had swelling under the left eye and cheek 30 minutes after being treated with clear defense product in upper left quadrant of mouth of one .05ml drop across three maxillary teeth for treating "hypersensitiivty." 4% articaine 1:100,000 epi lower left quadrant also used at dental visit. Patient went to urgent care and was diagnosed with an allergic reaction and was successfully treated with benadryl.